Event description:
Two syringes filled with saline and connected to the saline spike broke off in the spike when preparing for rinseback during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased by 4,000 units. No other medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not available for eval. The exact cause of the break cannot be determined, but was most likely due to excessive force being applied when disconnecting for rinseback. Syringes are not part of the nxstage device. The nxstage cartridge includes standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed. No add'l info wil be provided.